Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: not available. Omnipod software app version: not available. Operating system: not available. Hardware: not available. Cgm sensor type: freestyle libre 2 plus. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient experienced diabetic ketoacidosis (dka), resulting in hospitalization and admission to the intensive care unit (ICU) of chu de clermont-ferrand. On (B)(6) 2026 the patient's blood glucose level rose to over 250 mg/dl while wearing the pod. The patient had reportedly been using the omnipod 5 system since (B)(6) 2026. According to information provided by the reporting physician, a freestyle libre 2 plus sensor reportedly displayed prolonged severe hypoglycemia readings while the patient was, in fact, experiencing hyperglycemia. The patient reportedly did not verify glucose levels using a blood glucose meter because the meter battery was depleted and, believing the low glucose readings to be accurate, consumed excessive carbohydrates and administered glucagon while the insulin delivery stopped. The physician further reported that the patient manually maintained operation in automated mode because they believed they remained hypoglycemic. These circumstances reportedly resulted in prolonged interruption of insulin delivery and subsequent dka, necessitating admission to the ICU. The physician stated that, in their opinion, the event was attributable to inaccurate sensor readings and the patient's response to those readings rather than a malfunction of the omnipod 5 system. The patient reportedly received medical treatment for dka. Information regarding treatment provided, lenght of hospitalization, and pod information was not provided to date. This incident will be transfered to abbott.